Manufacturer narrative:
(B)(4). Adjusting knob. The analysis results showed that the tl60 device was received in good visual conditions and with cartridge present on the device. The device was tested for functionality with the returned cartridge and it forms the staples as intended and with a proper b formation. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the jaw of the device could not close completely. The adjusting knob could rotate but the indicator could not get into the green zone. Changed to another one to complete the procedure. No adverse event on the patient.